Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. It was also mentioned that the patient was not feeling well and has been experiencing exhaustion. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and no adverse patient effects reported. Additional information was received detailing that the patient continues to allege that the communicator is not performing properly. The patient was referred to the patient facility in order to receive a new communicator. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. It was also mentioned that the patient was not feeling well and has been experiencing exhaustion. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and no adverse patient effects reported. Additional information was received detailing that the patient continues to allege that the communicator is not performing properly. The patient was referred to the patient facility in order to receive a new communicator. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.